Event description:
It was reported that a patient was suffering from edema after a procedure which caused renal failure. The patient was taken back into surgery that night and is now doing. Ok. The surgeon stated that other catheters (not stryker) drain and are left in overnight but the stryker catheter is not a source for drainage and is usually pulled out after the case. The doctor did not state that our product failed but is not designed as the others and would like to see a change in the design.

Manufacturer narrative:
The device is not intended for drainage. The IFU does not state that it is intended for drainage. The surgeon was not stating that our device was out of spec but felt it may have contributed to the event.